Event description:
It was found that the handpiece no longer meets the specifications for impedance, phase margin and frequency. Device was used during an unknown procedure. Another handpiece completed case. No pt consequence.